Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the left atrium of the heart, faradrive steerable sheath clear, was selected for use. It has been mentioned that sheath tip was damaged. Stockert generator was involved. The procedure was completed successfully by using a different device (same model, boston scientific product). The patient condition was stable. The product is expected to be returned. It was further informed that the patient was discharged. The device has not been used as the issue was noticed outside the patient after the removing the device from packaging. The packaging was not damaged. The sheath tip was frayed. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath.

Event description:
It was reported that during the preparation of the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the left atrium of the heart, faradrive steerable sheath clear, was selected for use. It has been mentioned that sheath tip was damaged. Stockert generator was involved. The procedure was completed successfully by using a different device (same model, boston scientific product). The patient condition was stable. The product is expected to be returned. It was further informed that the patient was discharged. The device has not been used as the issue was noticed outside the patient after the removing the device from packaging. The packaging was not damaged. The sheath tip was frayed. No other issue has been reported.